Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported to have replaced the bdu cpu pcb and bd to gui cable. The puritan bennett customer support engineer (cse) updated the software and conducted final testing.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.